Manufacturer narrative:
Exact date unknown, event occurred two days before surgery from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 7072295.

Event description:
It was reported that the patients lead was migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were disposed.